Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 3/11/2016, it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent abdominal sacrocolpopexy and cystoscopy due to sui and vaginal wall prolapse. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent delorme proctoplasty on (B)(6) 2007 due to rectocele and internal rectal prolapse. No additional information was provided. (B)(4).